Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Follow up was conducted and no further information has been obtained. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: polytetrafluoroethylene-coated pacemaker leads as surgical management of contact allergy to silicone. Annals of thoracic surgery,. 2014;97(1):328-329. Model number 09041 is not approved for distribution in the united states; however, it is similar to a lead marketed in the u.s. (B)(4).

Event description:
A journal article was reviewed that contained information regarding multiple ipg systems. After implantation leads along with a competitor ipg, the patient¿s device site ceased to heal. Due to the lack of device site healing a new ipg system was placed due to an allergic reaction to silicone. Two years later the patient presented with an increase in ventricular thresholds. The ventricular lead and device were explanted and replaced. Two months later the patient presented with vertigo and palpitations. The ventricular thresholds were found to be high and the patient went into complete exit block. The silicone-free ventricular and atrial leads were explanted and replaced with steroid eluting leads that were also enclosed in a gore-tex prosthesis. The device site was healed with no further allergic reactions. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).